Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer went to the emergency room and subsequently hospitalized in the intensive care unit with a blood glucose level of approximately 450 mg/dl. The customer was treated with intravenous fluids of saline and insulin. Multiple follow up attempts made by cts to obtain hospital release date but no response was received. The customer reverted to an alternate method insulin therapy.